Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology are unknown. It was reported that the pt had a type ii endoleak with aneurysm enlargement. The stent graft was explanted, was not returned to medtronic.